Event description:
It was reported that one day after implant the patient complained of chest pain. A possible perforation occurred, and a pericardial effusion was found. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).